Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2026, her blood glucose (bg) levels began to increase after more than 48 hours of pod wear, reaching over 900 mg/dl. The patient attempted to place a second pod after developing hyperglycemia but had to be transported by ambulance to the emergency room since bg levels could no longer be managed. The patient noted that she could not recall whether she had administered any correction boluses prior to the event. Reported symptoms included vomiting and confusion/altered state. The patient was admitted to the hospital and diagnosed with hyperglycemia. Treatment at the hospital consisted of intravenous fluids and insulin drip, with regular insulin injections in arm and abdomen attempted before drip. She was hospitalized overnight and discharged on (B)(6) 2026. The patient was unable to confirm the status of the pink slide due to confusion during the event; however, she noted that the cannula appeared possibly bent upon removal of the pod and that a small amount of blood was present on the cannula. One of the pods is unavailable for return as it was "lost in some vomit."